Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt during a power surge in the hospital. The pt was not harmed or injured as a result of the event. The customer reported to have recharged the battery after the event. The customer reported the ventilator passed final testing.